Event description:
Customer reported that the paramedics were called and he was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was 600 mg/dl when paramedics arrived. Customer stated that he had a heart attack prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.